Manufacturer narrative:
Upon receipt the lead was found cut 50 cm proximal to the lead tip. A distal lead fragment was received for analysis. Explantation aids were still inserted in and mounted on the distal lead fragment. The performance of the lead fragment was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular between 13 cm and 10 cm distal to the lead tip the insulation was found abraded through. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages like the cuts into the insulation 37 cm proximal to the lead tip most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Noise was found on the lead, but could not be recreated with pocket manipulation. Fracture is suspected, likely between coil and ra sensing dipole, because stylets would not advance much past there. Lead was explanted. No adverse patient events were reported. Should additional information become available, this file will be updated.